Event description:
A customer reports getting a reading of 83 mg/dl on their freestyle meter when testing their daughter. The customer reports that her daughter lost consciousness and she performed CPR on her daughter. The paramedics were called and they rec'd a blood glucose reading of 14 mg/dl on a hcp meter. The customer's daughter was taken to the hosp and admitted to the ICU where she was treated with IV glucose.

Manufacturer narrative:
The customer's meter was returned and product testing did not confirm the readings complaint. All results were within the range spec and no new issues were observed during control solution testing. And the meter was set to the correct unit of measure, mg/dl when it was returned. The reading reported by the customer, of 83 mg/dl is present in the meter's memory log. But due to the fact that the date and time were set incorrectly on the meter, it can not be determined that the reading occurred on the same date of the event reported.